Event description:
The distributor reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
B5: updated to remove the allegation of leaking fluid, which is not a reportable event.

Event description:
The distributor reported that the device overheated and was leaking oil during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.